Event description:
It was reported that this pacemaker was unable to be interrogated using the patient communicator. Technical services (ts) was contacted and troubleshooting was performed but it was unsuccessful. The device was examined in the patients clinic and was found to have entered safety mode. Subsequently, it was explanted. A new device was implanted. No additional adverse patient effects were reported.